Event description:
Event description cpi received information from a sales representative that this implantable pulse generator (ipg), which is part of his field stock, is exhibiting premature battery depletion.